Event description:
Customer's husband reported that on (B)(6), 2012 at 10:40 am the customer received a reading that was higher than a reading obtained by emergency personnel. He further reported he found the customer unconscious on the floor of their bedroom and noted her eyes were "rolled back in her head and she was drooling". He further reported she was unresponsive and was having a seizure. Customer's husband called the paramedics. Upon their arrival a reading of 387 mg/dl was received on customer's adc blood glucose meter which was higher than a reading obtained within 10 minutes from the paramedic's meter of 38 mg/dl. The customer was given "an injection of glucose" by the paramedics, but was not transported. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
This is an initial report. The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained.

Manufacturer narrative:
The complaint was not confirmed and no new issues were observed. All results were within the range specification and no errors were observed during control solution testing. The reading the customer reported (387 mg/dl) was found in meter's memory. This is a final report.